Event description:
It was reported that the user disconnected from the ilet prior to dialysis due to uncertainty completing the supply setup, remained off the device, experienced elevated blood glucose, and later resumed insulin after customer care assisted with a supply change using a 23-inch 6 mm contact detach infusion set. Symptoms included hyperglycemia with a reported peak of 358 mg/dl over approximately 10 hours, without loss of consciousness, dizziness, or diabetic ketoacidosis; the user performed ketone testing but was unsure of the result. Outcomes included self-management without hospitalization or other medical intervention; the user administered 44 units of humalog as backup therapy and was advised to monitor glucose. Investigation included troubleshooting and user education. Investigation of this case revealed user-related use difficulty with supply setup and being disconnected from the infusion set without alarms or alerts, after which insulin delivery resumed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set change and disconnection.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.